Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 237 mg/dl. Customer was trying to bolus for her high blood glucose level. Customer also has gastroparesis and her blood glucose level has been rising all day. Customer was feeling ill and vomiting. Customer is being taken to the hospital now. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. However, testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.